Manufacturer narrative:
(B)(4): the patient underwent mesh implantation concurrently with enterocele repair and posterior vaginal repair.

Manufacturer narrative:
It was reported that the patient underwent a gynecological procedure to treat stress urinary incontinence and a sling was implanted. It was reported that due to pain, infection, bleeding, recurrence of urinary disturbances, patient underwent mesh revision/removal on (B)(6) 2002 at implanting facility. (B)(4).

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Event description:
It was reported that the patient underwent surgery on (B)(6) 2001 and a sling was implanted. It was reported that the patient experienced multiple complications, including erosion, formation of scar tissue, additional surgeries and neurologic compromise to her structures and tissues. No additional information has been provided.